Event description:
It was reported that the patient had presented in clinic for a routine device check and the right ventricular lead exhibited oversensing. The device was reprogrammed to decrease ventricular sensitivity and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.